Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 12/2.0 mm balloon ruptured at 18 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the left circumflex coronary artery. The physician used a medikit introducer sheath for vascular access and a neo's 0.014" guidewire and a cyber guide catheter to cross the lesion. The quantum maverick monorail 12/2.0 mm balloon was removed and replaced with another quantum maverick monorail balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'fine'.